Event description:
Customer reported a hospitalization event for low blood glucose. The customer also reported a grand mal seizure on (B)(6) 2014, leading to a call for the paramedics. The date of hospitalization event was (B)(6) 2014. Blood glucose at the time of admission was 96 mg/dl. The cause of low blood glucose was unknown and the customer stated there was not any significant events leading to the hospitalization. The customer declined to troubleshoot for low blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.